Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation a 16-bit microcontroller u713 was found to be defective on the electrode belt pca board, which caused the service code 204. The u713 controller programming was corrupt. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.